Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient passed away due to brain dead. No other clinical information or medical intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" in box b was incorrect. It should be - "the manufacturer received information alleging the patient passed away due to brain dead. No other clinical information or medical intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." After receiving further information from evaluation, the ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. Section "remedial action init (rfb)", "recall (z) number (rfb)" in box h has been updated/corrected in this report.